Manufacturer narrative:
(B)(4).

Event description:
It was reported while the asymptomatic patient was present at the clinic for a routine generator changeout, lead noise was observed. Noise was still existent when the lead was connected to the new device. Declined impedance and increased capture threshold measurements were also observed. The lead was capped and replaced. The patient condition was stable following the procedure.